Event description:
Operating room staff opened wet skin prep tray to prep for procedure. Should have had pvp scrub solution and pvp paint solution of povidone-iodine 10%. Instead, in the package was 2 bottles povidone-iodine 7.5% scrub.